Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window, a cracked belt clip slot and a stained end cap sticker.

Event description:
Customer reported there is damage to her insulin pump. Customer's blood glucose is 302 mg/dl. She treated with manual injections. Customer stated the two plastic pieces that lock the reservoir into place are broken. The reservoir is not falling out, but customer has been dealing with the issue for the last few months. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.